Event description:
It was reported that the system stored some untreated episodes due to oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some testing options. The doctor elected to explant and replace the entire system. There were no additional adverse patient effects.